Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, a minimum fill notification occurred after the user filled the cartridge with ~300 units of insulin during the load sequence. The customer was unable to troubleshoot with tandem technical support at the time of the event but was able to load a cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.